Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked. A post operative patient being transferred to the cardiothoracic intensive care unit (cticu) had uncontrolled hypertension with a systolic blood pressure ¿up to 150¿s¿. The operating room team reported "something is leaking, there is fluid on the bed." The accepting registered nurse (rn) received the patient in the room and started assessing the lines. The rn noted the IV cardene programed in the spectrum pump and went to increase due to hypertension. The rn traced the line, and ¿elected to move the cardene off of the bridge typically used by anesthesia to a patient's open cvc lumen¿. Upon moving the connection, the rn noted a backflow of fluid out of the distal y-site, closest to the patient, from the cardene line. The rn placed an empty 3cc syringe on the line in an attempt to immediately stop the problem. However, the syringe filled up with medication. The rn administered hydromorphone and hydralazine while the cardene drip was removed from the pump. The spectrum pump did not alarm for the flow issue. No further information was available at the time of this report.